Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) requested "the key be deleted" due to the patient's passing away. The hcp indicated that the patient was actively using an adc device during the time of the patient's passing but no allegation of device deficiency was made and no contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it cannot be reasonably concluded that the adc product has or may have caused or contributed to the death.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the customer did not provide contact details to adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.